Event description:
An olympus representative reported on behalf of the customer, that when using an evis lucera elite colonovideoscope, there was bad angle. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there were foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (bad angle) was confirmed due wear of the angle wire, the bending angle in the down direction did not meet the standard value. Furthermore, as stated in section b5, foreign objects in the nozzle were observed, this condition was attributed due to handling, insufficient cleaning issue. Additionally, the following findings were identified during device evaluation: the adhesive on the bending section cover had a chip, crack and a white-clouded area, the objective lens had a scratch, the scope connector had a crack, the protector of the universal cord on the scope connector side had a scratch, the universal cord had a wrinkle and as scratch, due to clogging of the nozzle, the water removal ability did not meet the standard value, due to damage on the flexibility adjustment ring, the flexibility adjustment function did not work, the control unit was damaged, and the paint on the air/water cylinder and the suction cylinder was peeled. The suction cylinder was shaved, switch 1 had wear, the adhesive around the objective lens and light guide lens had a white-clouded area, the plastic distal end cover had a burn, and the connecting tube had a scratch. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes was performed. Customer provided the following information : the customer cleaned, disinfected, and sterilized the device before sending back to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was cleaned with lint-free cloths, brushes or sponges. The air/water nozzle/channel was flushed with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) section which states: operation manual "chapter 3 preparation and inspection¿ ¿3.3 inspection of the endoscope¿ and ¿3.8 inspection of the endoscopic system¿ [inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.